Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a colorectal the trocars fell out and pushed in and out. The last known status of the patient is reported as okay.